Event description:
Although total blood loss sustained through the procedure to place the excluder bifurcated endoprosthesis did not exceed one liter, physician believed it was in the pt's best interest to perform a blood transfusion.